Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent perineal wound postpartum routine procedure on (B)(6) 2020 and the suture was used. During suturing, the suture was broken after two stitches. Another like suture was used to complete the surgery. There were no patient consequences reported.